Event description:
It was reported by service report that the siderails will not latch or function properly and that the siderail panels were cracked, leaving exposed sharp edges. It was further reported that the fowler limits were out of adjustment. No adverse consequences have been reported.

Manufacturer narrative:
Results: broken siderail panels, bent glide rods, fowler cam card; siderail.